Event description:
It was reported that the patient underwent a hip arthroplasty and received mix-match implants, consisting of a finsbury acetabular cup, modular head and zimmer femoral stem.

Manufacturer narrative:
Surgical notes were not provided, it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Review of the complaint history for lot code associated with the cpt stem indicated no other complaints for this product lot, apart from this patient. It is reported that the finsbury adept, acetabular cup and modular head was used with zimmer cpt 12/14 size 2 cocr ext femoral stem. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. With the info provided it is unk if the product incompatibility caused or contributed to the reported event. Based on the info provided, the specific failure mode of the device is unk . A definitive root cause cannot be determined with the info provided.